Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209 , s/n # (B)(6) as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Based on the performed investigations, the prosthesis involved in the reported event was found meeting the specification and requirements for a perceval s pvs23/m. As such, the root cause of the reported event cannot be traced to a device malfunctions, in agreement with the medical judgment received. The root cause of the reported perivalvular leak can be traced to the procedure (i.e. Bleeding caused by a perforation occurred at the time of the decalcification). As such, no further investigation is warranted at this time.

Event description:
Per additional information received, it was thought that pvl was caused by annulus perforation. No device malfunction was reported. The surgeon assessed that there was no relationship between the device and the event. Per medical assessment received, the bleeding was attributed to the procedure (i.e. Decalcification). The patient remained stable during the procedure and recovered uneventfully. The remainder of the information previously provided remain unchanged.

Manufacturer narrative:
The manufacturer received the device involved in the event reported. The valve received has no pre-existing defects. There are some traces of blood. The height of each leaflet has been verified it resulted in conformity. Based on the performed analyses: visual inspection and dimensional verification, the prosthesis was found meeting the specification and requirements for a perceval s pvs23/m. Further investigation is ongoing.

Event description:
On (B)(6) 2021, a perceval valve pvs23 implant attempt occurred. After declamping of the aorta, the transesophageal echo (tee) showed a perivalvular leak (mild) from the right coronary cusp (rcc). After re-clamping and confirming the implant position, a rcc annulus perforation was confirmed. After the repair using a patch, another perceval m was indwelled and the operation was completed. There was no problem with the perceval placement position, and it seems that the perforation occurred when the annulus was decalcified. Extended time (cross-clamping time: 46 minutes for the first time, 49 minutes for the second time).